Event description:
It was reported that patient experienced infection at the ipg pocket site. As a result, surgical intervention was undertaken wherein the entire system was explanted to address the issue.

Manufacturer narrative:
Date of event is estimated. The device history record was reviewed to ensure proper packaging and sterility. Based on the information received, the cause of the reported incident could not be conclusively determined.